Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that the 6tb45 device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. A 6r45b cartridge was present; it was noted to be unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a right nephrectomy the surgeon used the device on renal pedicle, and found some staples were malformed. Blood was bleeding from the vessel. The surgeon changed the 2nd reload, but he found the device could not fire. He changed another device to finish the procedure. 1000cc blood transfusion was taken, and more anesthetic was used. The procedure was prolonged about 1 hour. Now the patient was in ICU for continuation treatment. The patient had glycuresis and did right renal fistulization on (B)(6) 2013. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: is the renal pedicle vein and artery together? Yes. What color cartridge was being used? Blue. What was the source of the bleeding? The surgeon could not sure it was coming from vein or artery. What exactly did the malforms look like? Unknown. Are photos available? No. How is the patient currently? The patient was transferred to ordinary ward. Will both the first and second reload be returned? Just one reload can be returned.